Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise, high thresholds, sensing issues and pacing impedance measurements greater than 2000 ohms due to insulation damage. The lead was removed from service and replaced. No additional adverse patient effects were reported.